Manufacturer narrative:
The lal was cut into fragments during explantation and the fragments were returned to rxsight. The returned fragments were inspected by rxsight and it was determined that due to the size of the fragments, an evaluation to confirm zone formation could not be performed. The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +20.0d) was implanted on (B)(6) 2023. No light treatments were performed. Approximately 7 months following implantation, the patient presented to the clinic with blurry vision and a raised area was observed on the lens, consistent with zone formation. A light treatment was performed on (B)(6) 2024 without improvement in the patient's vision or lens appearance. The lal was explanted on (B)(6) 2024 and a new light adjustable lens+ (lal+, sn (B)(6), +20.0d) was implanted as a replacement. Rxsight's first awareness of this event was on 09/05/2024.